Event description:
At start of shift upon assessment the pt's right subclavian powerport was infusing well, flushed well, and had good blood return. Around 1045 the pt c/o puffiness around port site. Chemo and fluids were put on hold, pt assessed, and skin around port was extremely swollen/firm. Chemo/fluids have appeared to have extravasated.